Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a delivery anomaly. The blood glucose reading was 125 mg/dl. The insulin pump may not be delivering insulin to her body. Prior to the event, the patient tested her blood glucose level on the meter. The unit was not exposed to a strong magnetic field. In troubleshooting, the insulin pump passed a high placement test. The customer was advised to monitor the device. No further information was provided.